Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver will not boot or charge. The receiver download and functional testing was unable to be run. Opened receiver case for interior inspection:case opened for interior inspection: moisture damage/ red sticker detection/ pcba contamination. The customer's complaint was undetermined for receiver overheating because receiver moisture damage and will not turn on. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.